Event description:
The biomedical engineer (bme) reported that whenever they reboot the central nurse's station (cns) for preventative maintenance or any other reason, the cns starts bootlooping. The cns has been replaced several times over the last 1.5-2 years regarding this issue, and most recently this current unit was sent in for repair. He also said our technical service account manager (tsam) has came on-site and have collected logs multiple times and even took a video of the issue before the unit was exchanged in a previous RMA for the issue. He said the issue only happens to the master cns, and all other cns units can reboot without issues. This issue has been reported in complaint (B)(4) as well. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that whenever they reboot the central nurse's station (cns) for preventative maintenance or any other reason, the cns starts bootlooping. The cns has been replaced several times over the last 1.5-2 years regarding this issue, and most recently this current unit was sent in for repair. He also said our technical service account manager (tsam) has came on-site and have collected logs multiple times and even took a video of the issue before the unit was exchanged in a previous RMA for the issue. He said the issue only happens to the master cns, and all other cns units can reboot without issues. This issue has been reported in complaint (B)(4) as well. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.